Manufacturer narrative:
Concomitant medical products. Alt ha s clr ext sz 8 (cat# 190-31-08 / serial# (B)(4)). Biolox delta femoral head 28mm od, +3.5mm (cat# 170-28-03 / serial# (B)(4)). Nv gxl linr, ntrl, 28mm ID, group 1 cups (cat# 130-28-51 / serial# (B)(4)). As reported, approximately 19 months postop the initial right hip tha, this (B)(6) y/o female patient had a total hip prosthesis removed and revised due to infection. The patient was revised to a competitor¿s components. The device will not be returned for evaluation due to hospital kept the devices. Patient was last known to be in stable condition following the event. Per IFU# 700-096-018 - infection is a known complication following total joint replacement surgery and can be multifactorial. Postoperative counseling and care are important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear, infection, instability and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. Components should be handled with care to minimize contamination of the component surfaces with any material that would interfere with approximation of the bone cement to the component surfaces. Fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Infection and deep infection are known risks in any total joint surgery. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient¿s condition that most likely caused the infection.

Event description:
As reported, approximately 19 months postop the initial right hip tha, this (B)(6) y/o female patient had a total hip prosthesis removed and revised due to infection. The patient was revised to a competitor¿s components. The device will not be returned for evaluation due to hospital kept the devices. Patient was last known to be in stable condition following the event.